Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the application was displaying a localizer faulted message when using optical. When troubleshooting the clinical specialist (cs) ran network device interface (ndi) toolbox and the following errors displayed: bump detector battery fault. Return for service. Bump detected. Accuracy assessment recommended. Storage temperature exceeded. No patient present.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735821r, serial/lot #: (B)(6) UDI#: (B)(4). H3: a medtronic representative went to the site to test the equipment. Testing revealed that the camera was replaced. The navigation system then passed the system checkout and was found to be fully functional. Hardware analysis was completed on the returned positioning sensor unit (psu). It had scratches on the housing and lenses. A check of the event log showed intermittent firmware incompatibility dating back to mar 2020, and intermittent illuminator current low dating back to feb 2021. There was a battery voltage low message along with bump detected and storage temperature exceeded. The psu failed an accuracy test (aak) at .692mm with a passing threshold of .250mm. H6: b01, c07 and d02 apply to the system checkout and concomitant product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.